Event description:
During a cryosurgical procedure to remove a malignant tumor, a cryosurgical unit became stuck in the freeze mode. As a result, one probe remained frozen and could not be removed from the pt's tumor. At the same time, the other probe, which was sitting in its holder, was observed to be icing up as well. Both probe controls were set to the thaw position and further attempts to stop the freezing by manipulating them were ineffective. The or staff called the MFR's rep and were advised to vent the liquid nitrogen (to shut down the system) and to abandon the crysurgical procedure. Once the probe thawed, it was successfully removed from the pt's body. However, an alternative surgical procedure (liver resection) had to be performed to remove the tumor. The cryosurgical unit was tested by clinical engineering and at first, there was no problem found. Later, when the service rep arrived to test the unit, he was eventually able to duplicate the uncontrolled freezing on one channel. He replaced the control valve to that channel and also corrected a minor leak (apparently unrelated) in the system. The device has been returned to service.